Event description:
It was reported by repair work order that the bed had no power due to the scale module being disconnected. No patient involvement, adverse consequences, or clinically relevant delays in treatment were reported.